Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about six weeks after the device implant procedure, the patient experienced dehiscence of the wound. Initially there was bloody drainage, then purulent drainage. A single dose of pre-operative antibiotic was given, a pocket revision was done, and there were no signs of infection or abscess. At a subsequent wound check, the patient was healing well and the device remains in use. The patient was a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.